Event description:
Ous MDR - it was reported that about 5 years after the implantation, the patient received inappropriate shocks due to a suspected lead defect. According to the physician, the ICD was programmed off and despite this the shocks were delivered. The implant date was not provided for this lead. Also, there was not explant date provided so it is believed this lead was capped. The lead was not returned for analysis, but the ICD was. No additional adverse side effects were reported for this patient.

Manufacturer narrative:
The lead was not returned for analysis. The presence of noise leading to shock delivery was confirmed, however based on the available data no conclusion towards the root-cause can be drawn. There was no indication of a material or manufacturing problem.